Event description:
Inbound, pt wanted to report that lot number from which she has been having leaking tubing. She said its lot #3617431 and the ref number is (B)(4). No further details provided. Diagnosis or reason for use: pph.